Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer returned their test strips for further investigation. The test strips showed no signs of defects. The returned test strips were measured on reference meters with a high level control sample: qc range 2.4-3.0 inr: qc1: 2.7 inr, qc2: 2.7 inr, qc3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek in range meter serial number (B)(4) when compared to a laboratory result using the stago neoplastin method. The meter result was 5.6 inr and less than three hours later the laboratory result was 4.2 inr. The patient received heparin. The patients therapeutic range is 3.5-4.5 inr.